Manufacturer narrative:
During inspection and testing, a white viscous foreign material was found under microscopic analysis. The device history record was unable to be reviewed for this device since it is an accessory. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, component analysis of the white viscous foreign material showed that it was organic silicon. Since silicon is used in various uses such as watertight packing, silicon-based adhesives, or silicon parts, the origin of silicon could not be specified from the analysis. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (detaches easily from the endoscope) was not reproduced during testing. At the delivery of the actual item, it was recognized that the luer port was detached from the auxiliary water tube. After assembling the detached luer port and the auxiliary water tube, flushing by using a syringe was performed while attached to a pcf-h290zi endoscope, detachment could not be recognized.

Event description:
The customer reported the subject device was attached to the endoscope during an unspecified procedure but came off easily. There was no impact to the testing and no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, foreign material was found inside the device. This report is being submitted for the malfunction found during evaluation (foreign material).